Event description:
It was reported that after the catheter was placed in the pt's femoral vein, the md was unable to remove the swg. As a result, both the catheter and swg were together removed in their entirety. It was at that time of removal that the swg was found to have unraveled. As a result, a new kit was opened and used without issue. A delay was reported, however, there was no death or complications as a result of this occurrence.

Manufacturer narrative:
(B)(4). Follow-up report will be field if additional info becomes available.